Manufacturer narrative:
H.6. Investigation summary: one open 30g x 5mm auto shield duo sample was returned from lot. No. 9079555, cat. No. 329505. Visual examination was carried out and it was observed that the returned sample was activated. No issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle the safety shield reactivates. The following information was provided by the initial reporter: the inner needle safety mechanism has been activated. The orange protective cap has been activated, the product has not been connected to an insulin injection pen, and the inner needle safety mechanism has been activated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle the safety shield reactivates. The following information was provided by the initial reporter: the inner needle safety mechanism has been activated. The orange protective cap has been activated, the product has not been connected to an insulin injection pen, and the inner needle safety mechanism has been activated.